Event description:
The attachment was returned to the manufacturer for service, and during the investigation a red substance leaked out of the device. There was no pt involvement during this event at the manufacturer. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the manufacturer for testing. An evaluation will be conducted, a follow-up report will be submitted after the quality investigation has been completed.